Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A technical support specialist remoted into the system and found that the drawer¿s ip address was missing, reconfigured the drawer, and relaunched the application to restore functionality. The system functioned as technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.